Manufacturer narrative:
Based on the descriptions of the event by user facility, the cause of slow flow is probably due to poor connection with connector used on patient side. A tight connection is needed to open the fluid channel in the valve of some patient connectors. The pump flows normally when disconnected.

Event description:
Smartez pump ((B)(4), lot# s8h02) telavancin 750 mg in 0.9% sodium chloride 250ml took 4 hours to infuse. Patient line flushing without problems. Ed drips quickly when disconnected and unclamped. Reconnected ed tightly without improvement.